Event description:
Reporter alleged the customer obtained a result of 159 mg/dl on his advantage system with expired strips at 7 pm. Reporter stated that the customer thought this result was higher than normal so he doubled the amount of his oral medication, "glucimed," to 10 mg. Reporter stated he found the customer at 8:30 pm having a seizure because of hypoglycemia and he took the customer to the hospital. Reporter stated the hospital obtained a result of 29 mg/dl on their system at about 9:30 pm and treated the customer with glucose IV, then admitted him for two days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.